Manufacturer narrative:
The pump passed selftest and the p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: pillowing keypad overlay, missing display window/cover, cracked battery tube threads and cracked case behind the pump near the battery tube compartment. Unit was monitored and no missing segments/partial display, no flashing white display and no audio/vibrate anomaly during testing. Cosmetic damage was confirmed for cracked battery compartment. Unit passed required testing. Missing segments/partial display not confirmed, flashing white display not confirmed and audio/vibrate anomaly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. The device will be returned for analysis and further information will follow, once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, to medtronic minimed. That the customer, experienced missing segments/partial display, damage back in the middle of the pump, flashing white display and no beep. The customer reported, no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer would discontinue to use of the device, mmt-1884l was requested. And the customer response was, the device would be returned.